Event description:
It was reported that after the fsca d.00 update, the cardiosave intra-aortic balloon pump (iabp) unit's network settings were reset and have to be readjusted for it to connect to the philips intellivue monitoring system and epic emr system. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the fsca d.00 update, the cardiosave intra-aortic balloon pump (iabp) unit's network settings were reset and have to be readjusted for it to connect to the philips intellivue monitoring system and epic emr system.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer evaluated the unit and after the d.00 upgrade, the network export settings were reset and the cardiosave is unable to export data to the philips intellivue ec10 and epic emr system. Adjusted the settings and unit tested to be ok.